Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The vbx device's instructions for use (IFU) was reviewed and the following statement was found to be applicable: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a 72-year-old female patient underwent an endovascular procedure for treatment of the right common iliac artery occlusion extending into the proximal external iliac artery. Local anesthesia was administered, and bilateral ultrasound-guided common femoral artery access was obtained successfully. Antiplatelet and anticoagulant agents were not administered during the procedure, as the patient was already receiving antiplatelet/anticoagulant therapy as part of routine care. The target lesion measured 105 mm in length with moderate calcification and involved proximal and distal reference vessel diameters of 7 mm and 6 mm, respectively. Pre-dilation was not performed. The occlusion was treated with stent implantation. A 7x79 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was deployed from the iliac bifurcation, through the right common iliac artery, and ending at the proximal external iliac artery. Followed by a boston scientific eluvia 7×80 mm drug-eluting stent was implanted from the right external iliac artery to the proximal common femoral artery. Post-dilation was performed to a maximum final vessel diameter of 7 mm, achieving less than 30% residual stenosis. The procedure was completed without complications. On (B)(6) 2025, the patient was discharged. On (B)(6) 2025, in-stent stenosis of 50 to 75% was documented in the right proximal external iliac artery. This adverse event is ongoing and no treatment has been required at the time of reporting. Code 2203-a used to cover stenosis.